Event description:
The lip that holds the cam is either worn and/or broke off and the cams are falling out or not occluding the tubing set. There were no pt injuries or medical interventions reported. There were no related cpt defects reported for this machine.

Manufacturer narrative:
Test results/analysis and any data recorded: mes found uf (ultrafiltration) pump thermal fuse to be opened (failed). Part was returned for investigation on 12/10/96/ returned thermal fuse was connected to an ohm meter. Meter showed ol ohms, indicating that fuse was bad. Thermal fuse was disassembled and it was seen that wax had melted. A failed thermal fuse is caused by wax inside fuse melting, which causes fuse to open. This is what fuse is designed to do. Previous investigations ahve determined that wax melts at correct temperature. It is not known at this time what causes wax to melt. This is an old thermal fuse. This fuse was not replaced as a part of thermal fuse intervention project. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify ultrafiltration system integrity, it is recommended in operator's manual that autotest be performed: prior to first treatment of day, if machine has been turned off, if a pt weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). Operator is also instructed to perform a kuf comparison of calcualted value to actual value after treatment begins. This verifies that ultrafiltration rate is as expected. However, if thermal fuse fails after treatment begins, there is no alarm and treatment could be completed qith insufficient weight removal. Only indication of failure after treatment began would be a drop in ultrfiltration rate. Follow-up action: it is concluded that failed thermal fuse caused reported incident. Refer to far#960016. The returned four-position line clamp was visually inspected and confirmed that the clamp holder was broken. The tabs on the white clamp insert holder was broken or stretched, allowing the inserts to fall out of the holder. It was also determined that the returned clamp stop tabs which hold the clamp in the occluded position were either worn or broken, so that the clamp no longer stopped securely in the closed position. This condition occurred with normal use. The above info indicates that the line clmap failure decribed in this complaint was generated by a broken clamp assembly. This issue will continue to be trended as part of gambro healthcare corrective action system and management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review porcess. See far#960027. Customer contacted? No. Sales/service contacted by investigator? No. Training required? No. Report attached? No.